Event description:
Pump experienced a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to inspect and clean the pump's pneumatic tap area, ensuring the cartridge was properly attached. The customer successfully completed the cartridge load process on the pump and chose not to have technical support remain on the line while insulin delivery resumed.